Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented remotely to the emergency room. Upon review of the transmission, non-sustained right ventricular oversensing caused by myopotentials was noted on the implantable device. The device was reprogrammed. The patient's condition was stable post event.